Manufacturer narrative:
Investigation determined that solenoid valve overheated, causing the seal to deform and internal pressure was unable to be released. Following component replacement, internal pressure was relieved and the device was able to cool as expected.

Event description:
User reported a failure to cool that required the device to be swapped during the case. There was no patient harm; however, spectrum medical considers this type of event to be reportable.